Manufacturer narrative:
Complaint reports cover piston is defective on prepstain (catalog number 490100) serial number (B)(6). New springs were installed, and general cleaning was done. The complaint is confirmed, and root cause is attributed to component defective based on investigation. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 07/02/2014. Service history review was performed for the instrument and there are no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of risk management files confirm there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "centrifuge"

Event description:
It was reported while testing with the bd prepstain¿, the centrifuge lid springs no longer held the lid open. There was no health impact or consequences reported.